Event description:
The customer reported that the system would not allow specific vascular mode functionality. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and replaced. The associated software was also reloaded. The system was tested and found to be working as intended and returned to service.